Event description:
Caller reported an issue involving a tandem mobi cartridge alarm that caused the customer's blood glucose level to reach a "high" value, although the specific level was not known. Customer addressed this by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support confirmed cartridge alarm and assisted the customer in removing the cartridge and delivering a bolus, which completed successfully. Despite initial challenges in reloading the original cartridge, the customer successfully loaded a new cartridge and resumed insulin therapy with guidance from technical support. Customer requested replacement cartridges, which were sent, and the issue was resolved.